Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of the electrocardiogram, five recorded pause episodes were noticed. It was determined that the implantable cardiac monitor had classified an r-wave as a pause event. The device was reprogrammed and the patient was normal.